Event description:
Placed on zoll monitor with onestep pads. Adenocard given. Physician requested rn pace patient. Pacemaker would not capture. Upon review, initial rhythm originated from pads, not built in leads. Hypothesize poor pad placement. Rn indicated she didn't position pad fully under breast as illustrated.